Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert due to initiating and not completing a bolus. The customer's blood glucose (bg) level was impacted (390 mg/dl). The customer took a manual injection to bring bg level back to target.